Event description:
It was reported that the patient with a pacemaker was not feeling well at the time the quantitative sudomotor axon reflex test (qsart) was performed. As this test involved the use of electrical current, technical services (ts) discussed that the pacemaker may need to be managed to allow the procedure to proceed safely, potentially through programming or setting adjustments. As of this time, this pacemaker remains in service. No adverse patient effects were reported.